Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that a power PICC 4f, 1 lumen, inserted on (B)(6) 2025, at the oncology hospital, cut to 38 cm and inserted at a depth of 38 cm. Due to 1 cm of excessive insertion depth, the first dressing of the catheter and insertion site is performed on the same day with the intention of withdrawing the catheter by 1 cm. During the procedure, the catheter accidentally slips out by approximately 10 cm. The catheter is left in place at 28 cm depth. After consultation, it is decided to keep the catheter in place, but it will only be used as a midline catheter, i.e., not for therapies requiring central access. On (B)(6) the oncology outpatient clinic contacts me, reporting intermittent bleeding at the insertion site. Upon examination, I confirm that the catheter has migrated outward by the aforementioned 10 cm. The catheter lumen is patent with blood return present. The insertion site shows no signs of inflammation. Upon manipulation, a small drop of blood appears. I apply glubran tiss 2 acrylic glue to the insertion site. Hemostasis is achieved, and an additional 2 cm of the catheter is fixed to the skin. The insertion site and the remaining external catheter are covered with a semi-permeable film dressing. On (B)(6) 2025, I am contacted again by the oncology outpatient clinic, reporting leakage from the external part of the catheter. Upon inspection, it is confirmed that the catheter is leaking in several places. The catheter is removed. On examination, the catheter surface appears damaged, with multiple discontinuities in the catheter wall. After discussions with the staff who handled the device and with the hospital, it is determined that there was no improper handling of the catheter. In fact, from may 8, the catheter was covered with the same film dressing, and the entire damaged section of the catheter was protected by the dressing. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr single lumen powerpicc catheter. Usage residues were observed throughout the sample. Abundant circumferentially aligned splits were observed between the 5cm and 10cm depth markings. Microscopic inspection of the splits revealed granular fracture surfaces. Split edges were sharply defined and granular. Abundant superficial cracks were also observed around the splits. Tactile inspection of the sample revealed tensile weakness between the 5cm and 10cm depth markings. The tensile weakness suggested that pulling stress may have contributed to the observed splits. It also appeared that environmental factors such as uv exposure or chemical exposure may have affected the mechanical properties of the catheter material.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: the patient received trisenox 14.4 mg to 250 ml nacl. The catheter was secured with statlock fixator and covered with nobaderm transparent film.